Event description:
It was reported that devices were explanted due to infection. A cement spacer was implanted. The surgeon stated that the gram stain came back negative but the cultures taken during the primary tha back with a positive reaction leading him to believe that the patient has an infection prior to index surgery.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# mlm88p;6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmeat5.size 8 accolade ii 127 deg; cat# 6721-0837; lot# 43593002.delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 42188302.it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.an evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot, there has been one other event for the sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
It was reported that devices were explanted due to infection. A cement spacer was implanted. The surgeon stated that the gram stain came back negative but the cultures taken during the primary tha back with a positive reaction leading him to believe that the patient has an infection prior to index surgery.